Event description:
It was reported that the patient developed a pocket infection. No vegetation was observed. The (B)(6) pulse generator was removed, and the atrial lead was capped. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).